Event description:
It was reported that the catheter had a faulty balloon, the balloon was inflating, but not deflating. There were no patient complications reported.

Manufacturer narrative:
The reported event of "balloon was inflating but not deflating" was not confirmed. The balloon inflated clearly, and concentrically, and remained inflated within specification and without leakage observed. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. All through lumens were patent without leakage. There was no visible damage observed to catheter body or to the returned monoject 1.5cc limited volume syringe. Introducer and contamination shield were not returned. The directions for use instruct the operator to "advance the catheter until pulmonary capillary wedge pressure (pawp) is obtained, then passively deflate the balloon by removing the syringe from the gate valve. Do not forcefully aspirate as this may damage the balloon. After deflation, re-attach the syringe". It is unknown in this case if the customer removed the syringe during deflation; however, if the syringe was used, this may have contributed to the reported difficulty in deflating the balloon." A device history record review was completed and it was confirmed that the device met specifications upon distribution.